Event description:
On 9/15/96 the pt obtained a home pregnancy test result=positive. On august 15, 1996 a negative result was obtained using test lot number unk. It had been 5 weeks since her last menses at that time. On 8/29/96 the pt had a negative result using lot number 18467m400. On 9/16/96 the test again gave a negative result. The pt visited the doctor on 9/17/96 who confirmed pregancy by pelvic exam. No report of injury. No samples are available for return.

Manufacturer narrative:
Eval complete-final report.